Event description:
Dealer stated that when he tries to elevate the tdxspree-cg power chair it tilts, and when trying to tilt it elevates. Dealer stated that the actuators are plugged in correctly. If they are plugged in correctly then someone re wired the tilt and elevate harness coming from the controller. Dealer would not swap the actuator leads to correct the problem.